Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial/lot #: (B)(4), ubd: 09-jan-2016, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 09-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome, lumbar radiculopathy, and spinal pain. It was reported that the patient's first ins and leads had to be removed in 2012 due to infection. They did not know what kind of infection but the infection was all around the ins and they were afraid it would travel up the leads, so they removed all, cleaned out the infection and had the patient heal before re-implanting.